Event description:
Additional information received reports turning the device back on had helped the patient's symptoms. The patient also had an appointment with neurostimulator physician who confirmed the device was on and functioning as well as adjusted programming. They were unsure how the device was turned off but believe it was user error. Patient also had lung cancer that had spread and was the reason for the chemotherapy.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v718508, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported poor communication on the patient programmer (pp) and saw the poor communication on the programmer. They tried both with and without the antenna and encountered poor communication. It would not interrogate. The issue occurred 3 days prior to the report. They changed the batteries and the pp was able to sync and work. The patient mentioned having a hard time getting the battery cover back on the pp. It was noted that the patient was having chemotherapy that started in (B)(6) 2015. The patient started having bladder issues last week. The patient was going through 6 pads per day and could not make it to the bathroom. The patient was not getting any warning before she had to go to the bathroom and she was not feeling stimulation. They used the pp and confirmed that the stimulation was turned off. They tried to use the pp and were intermittently seeing poor communication. They turned stimulation on and it was too strong for the patient. They reduced the level of stimulation to 3.2 and confirmed that she felt it comfortably. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. The consumer later reported that they tried using the new pp and confirmed it was working, and was using it without the antenna. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.